Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the drive support cap was protruded. The customer¿s blood glucose level was 321 mg/dl at the time of incident. Customer stated that the insulin pump received motor error alarm during bolus wizard. Customer stated that the insulin pump was not exposed to moisture. Customer was able to successfully clear the alarm and able to complete insulin pump rewind. The insulin pump will not be returned for analysis.